Event description:
A doctor reported that a pt treated for a prk vision correction in both eyes presented at a follow-up post operative examination with a myopic astigmatism, unstable refraction and irregular ablation in the left eye. The doctor indicated that the ablation looks decentered and will need to be enhanced. The pts best corrected visual acuity in the left eye is 20/25. The right eye is fine, however with some glare and ghosting.

Manufacturer narrative:
An amo field service engineer evaluated both the excimer laser and the wavescan at the customer location and no issues were found with the equipment operation. The product is within its specifications. No further information is available.